Event description:
Technician inserted catheter in preparation for a CT scan with contrast. When flushing catheter with normal saline, catheter leak noted where catheter meets hub. Catheter was removed and another inserted. Device discarded, so it can't be returned to manufacturer.